Event description:
It was reported that a 6f angio-seal sts device was deployed in 2002. The patient returned the following day with a cold foot resulting from a vessel occlusion. Lytic therapy and pta attempts were unsuccessful. The patient was transferred to surgery for removal of the angio-seal device and is reportedly recovering.